Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, displacement, prime and excessive no delivery test. No excessive no delivery alarm noted. The device was received with cracked case at the display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reported that she was experiencing high blood glucose and then going low. Blood glucose went down to 28 mg/dl. Customer had many no delivery alarms. Current blood glucose is 166 mg/dl. The customer has not tried different cannula lengths. Insulin is not expired or denatured and she does rotate sites and avoids scar tissue. Customer declined to troubleshoot for high blood glucose. Nothing further reported.